Manufacturer narrative:
Correction to b6: (B)(6) 2022: covid-19 rapid antigen test (brand/manufacturer unspecified) - negative result.

Manufacturer narrative:
Explanation for device evaluated by MFR: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
Customer reports two false negative results when testing with the cue covid-19 test for home and over the counter (otc) use. This case is to document one of the false negative results obtained. See (B)(4) for alternate false negative result. Customer reports receiving a false negative result on (B)(6) 2022 when testing with the cue covid-19 test for home and over the counter (otc) use (cartridge sn (B)(4), lot 22229a, reader sn (B)(4)). On (B)(6) 2022, customer tested negative with an unspecified antigen test and positive with an unspecified brand of pcr test. Customer experiencing symptoms of fever, aches, cough and a sore throat. Cartridges stored within the validated temperature range.